Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A device history record (DHR) review could not be performed as the model number and serial number are unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a mitral valve implanted in the mitral position required transcatheter valve-in-valve intervention after an implant duration of 10 years, nine months, due to stenotic, calcific degeneration. A transcatheter valve was successfully implanted within the disabled valve. The patient was noted as to be hospitalized, in stable condition. No other information on exact valve model and serial number could not be obtained from the site.